Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) over two years post-implant. Two months later, a surgical procedure was performed in which the existing device was removed and a new aus was implanted. Upon explant, system fluid loss was noticed due to a break identified in the tubing leading to the cuff approximately 1 cm from the pump. The device was deactivated and a temporary catheter was placed pending device reactivation. The patient was said to be doing well and there were no further complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) starting on (B)(6) 2021. Two months later, a surgical procedure was performed in which the existing device was removed and a new aus was implanted. Upon explant, system fluid loss was noticed due to a break identified in the tubing leading to the cuff approximately 1 cm from the pump. The device wad deactivated and a catheter was placed. The patient was said to be doing well and there were no further complications.